Event description:
I had amalgam silver fillings inserted in my mouth at age (B)(6). In the fillings (they contained large amounts of toxic mercury) which later resulted in cancer, according to many physicians.